Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited far r wave oversensing which inappropriately triggered a ventricular fibrillation detection. Antitachycardia pacing was delivered but the oversensing ended before a high voltage shock was delivered. This was the only instance of this behavior observed. The patient was at home in stable condition and would continue to be monitored.